Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported the patient's had complained to their hcp regarding symptoms earlier, and the hcp did a revision on their left lead as it had migrated 1 cm. The hcp loosened the lead and put it back in its target location. Later on, the hcp noted their ins had premature depletion, resulting in end of service. They had a short on contacts 1 and 2 of 38 ohms. The hcp replaced their left extension, however there was still a short of 59 ohms with the replacement. It was noted a fall may have contributed to these issues. The patient was programmed on contacts 0 and 3, and the hcp was scheduled to follow-up with the patient to evaluate symptom control. The patient had dystonia in their upper extremity. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported both the left and right sc were replaced and only the left extension was replaced. New left extension serial number was reported.